Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized with low blood glucose levels (bg). The patient's blood glucose levels dipped to 38 mg/dl while wearing the pod between 4 and 24 hours (abdomen). The patient was treated with intravenous fluids and a glucose needle. The medications given were unknown.